Event description:
It was reported that since the implant of new extensions last week, impedances of about 3000 ohms were measured on electrode 3 of the left side system. The patient had no therapeutic effect on their right hand tremor and the device was not reprogrammed to use electrodes 0-2 because of side effects at 1.5 v. Troubleshooting was going to be performed. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information showed the patient was able to be successfully reprogrammed using other electrodes. No other troubleshooting or interventions were necessary. The device was going to remain implanted.

Manufacturer narrative:
(B)(4).